Manufacturer narrative:
Product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead had dislodged near the tricuspid valve. The ra lead was removed and a new lead was implanted. It was further reported that during the ra lead revision, the physician noticed under fluoroscopy that the right ventricular (rv) lead was in an unacceptable position and had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.